Manufacturer narrative:
This report is filed march 17, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to device non-use. There are no plans to reimplant the patient as of the date of this report.